Manufacturer narrative:
No samples were returned for investigation. Two photos taken by the customer only have an arrow pointing to where the leak was on the set. Due to no sample being returned, no investigation can be conducted and a root cause could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: it was brought to my attention that there was an issue with a blood tubing that we carry in house. I have attached pictures with the reference and lot number. In the picture you will see an arrow. That is where the defect is at, fluid was leaking from that area. Additional information received from the customer: was there a delay of, or change in, the course of treatment due to the event? Platelets had to be re-spiked with new tubing. What was done to resolve the issue and treat the patient successfully? Platelets in the tubing that was leaking were discarded and platelets had to be re-spiked with new tubing.